Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was analyzed and found to have a grip that was broken from the base of the grip. The broken piece was not returned with the instrument. Components adjacent to this broken grip show damage. Additional finding not reported by site: during visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the jaws of the maryland bipolar forceps broke off when loading into tritan. There was no report of patient involvement or reported injury.